Event description:
It was reported during a device explant procedure that this electrode was explanted due to high shock impedance of 140 ohms due to being surrounded by adipose tissue and a suspected damage at the proximal electrode. Besides surgical intervention, no adverse patient effects were reported. At this time, the product has been returned. A final report will be submitted upon completion of analysis.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a crack in the polycin vorite notch area, next to sense b electrode - extending into insulation, appears to extend to all three lumens. Setscrew marks were in the correct location on the terminal pin. The shock impedance high within normal limits allegation was not confirmed - based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. An x-ray of the electrode confirmed no issues seen. There was also an observed stretched coils on the proximal end of the shock coil, possibly due to explant damage. Investigation conclusion: the reported observations were unable to be confirmed. The electrode passed all returned product testing. The electrode behavior was attributed to the device design.

Event description:
It was reported during a device explant procedure that this electrode was explanted due to high shock impedance of 140 ohms, surrounded by adipose tissue and a suspected damage at the proximal electrode. This electrode is expected to be returned for product analysis. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.